Event description:
It was reported that cartridge did not fully snap into pump, and inspection showed damaged or misplaced o-ring on cartridge and o-ring left on pneumatic tap area. There was no reported impact to the customer¿s blood glucose level. Customer removed o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, filled new cartridge with support from technical support, and successfully loaded cartridge onto pump, after which insulin delivery was resumed.